Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. In addition, the battery gauge dropped form 70% to 5% after being connected to a power source. Customer reported blood glucose (bg) level was 245 (mg/dl) at the time of the report due to recently eating a meal. Customer stated the elevated bg level was unrelated to the pump or pump supplies. A bolus via the pump was delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy.